Manufacturer narrative:
A review of the device history record for strattice lot sp200327 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 14/sept /2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿ventral hernia¿ repair on (B)(6) 2021 and was implanted with strattice mesh device lot sp200327-114. The patient then underwent an ¿repair of recurrent ventral hernia with lysis of adhesions and removal of previously placed mesh¿ on (B)(6) 2022. The ppf form also indicates the patient was implanted with non-abbvie device ¿ethicon prolene¿ during the (B)(6) 2022 procedure. No ¿revision or removal¿ surgery was reported for the non-abbvie device. The patient claims the implantation of the strattice mesh has caused ¿chronic pain, adhesions and a hernia recurrence which required an additional surgical procedure during which the strattice was partially removed.¿ no other information was provided. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2021. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2021. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.